Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be submitted when the results of the investigation become available.

Event description:
As reported nby the user facility: error 2112 occurred during setup.this happened with a low bp during intubation, needed to change therapy under infusion (pump turned off on its own)...[....]without an alarm. Yesterday in the ICU we had a pump failure.this failure occurred while we were intubating the patient, this patient was already on 20mcg/min of levophed 8/250mg(central concentration), pt dropped bp into the 50's and the nurse tried to increase the levophed to 30mcg/min from 20mcg/min she received a message "upper soft limit" and selected yes the pump went back to infusion 20mcg/min. Therefore the nurse went through the process again of trying to increase the levophed, except for this time when she selected 'yes' the pump turned its self-off.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The pump was returned to our contracted service provider. Their report stated that the reported error code was identified in the logs the pumps operational log was reviewed . At 10:21:40am a doseguard accepted and at 10:21:42am a new rate set to 37.51ml/hr (20mcg/min) and at 10:21:42am a da 2112. At 10:22:21am power recycled correctly resulting in no further device alarms. Preventative maintenance was performed and the motherboard was replaced. The pump was tested in accordance with the technical safety check (tsc) sheet and met specifications. The reported error was not able to be reproduced based upon the investigation results, the pump operated as intended and no specific conclusion can be drawn as to the cause of the reported event. If additional pertinent information becomes available, a follow up report will be submitted.